Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one photo sample was received by our quality team for investigation. Upon visual inspection of the sample, it was observed that the product kit contains an extra handle intentionally, possibility provides for incomplete assembly, therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001389683 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information and photo analysis the symptom reported by the customer is confirmed. Manufacturing personnel have been notified of this incident and additional training was provided. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
The needle packaging was opened and you can clearly see the needle has not been finished in production as the parts are separate. The blue handle is not attached. Pictures attached and the sample can be returned if required? Not used on patient. The outer package was unopened and sealed appropriately. When we opened the package, we found the faulty item inside. The needle packaging was intact and sealed.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The needle packaging was opened and you can clearly see the needle has not been finished in production as the parts are separate. The blue handle is not attached. Pictures attached and the sample can be returned if required? Not used on patient. The outer package was unopened and sealed appropriately. When we opened the package, we found the faulty item inside. The needle packaging was intact and sealed. 1st attempt 4th nov 2021. Please reach out and request to verify the following: - was the package or pouch which contain needle seal was opened? - or the outer carton or the box was not sealed properly? - is there photo or sample available showing the package was opened?